Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the monopolar coagulation not working. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to use monopolar energy coagulation. The customer replaced the energy cable, instrument, and reseating the sterile adapter but the issue remained. The technical service engineer (tse) found previous c 33 errors in the logs that may be the cause of the experienced issue. The customer noted that they were continuing the case utilizing monopolar cut. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction: additional information received before initial due date, added b15 . Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated regarding the incident from 17 april, the monopolar coagulation function stopped working during the procedure. Multiple monopolar cables were tried and instruments were swapped several times; however, the coagulation function still did not work. Both the bipolar and monopolar ports were functioning correctly. Because the issue occurred near the end of the procedure, the team continued using only the monopolar cut function in order to complete the case. Customer service was informed immediately. Although the on site connection was lost, they were still able to identify a c 33 error remotely. The delay caused was less than 15 minutes. This incident occurred before the weekend.

Event description:
Refer to h11 for follow-up information.